Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted due to an unknown issue.

Manufacturer narrative:
The event of explant was reported to abbott. Patient reported that they had their entire system removed. Reason unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.